Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 from an unknown location during their pd treatment. The patient reported receiving a watchdog timer error alarm during drain 1 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated they received a watchdog timer error alarm during drain 1 of treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and onto the floor and there was fluid leaking from the external of the cassette. The patient¿s contact stated that the fluid leak was not discovered until opening the cassette door. The patient¿s contact stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient¿s contact confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient was issued a new cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 from an unknown location during their pd treatment. The patient reported receiving a watchdog timer error alarm during drain 1 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated they received a watchdog timer error alarm during drain 1 of treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and onto the floor and there was fluid leaking from the external of the cassette. The patient¿s contact stated that the fluid leak was not discovered until opening the cassette door. The patient¿s contact stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient¿s contact confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient was issued a new cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 from an unknown location during their pd treatment. The patient reported receiving a watchdog timer error alarm during drain 1 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated they received a watchdog timer error alarm during drain 1 of treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and onto the floor and there was fluid leaking from the external of the cassette. The patient¿s contact stated that the fluid leak was not discovered until opening the cassette door. The patient¿s contact stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient¿s contact confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient was issued a new cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.